Event description:
It was reported the patient's stimulation was fluctuating and was not providing effective stimulation. The ipg was explanted and replaced. The patient was programmed in recovery and the patient reported receiving effective stimulation in the established pain pattern. The patient's issue was resolved.